Manufacturer narrative:
Date sent: 7/10/2007. Eval summary: the analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged. The device was received with breakaway washer present, uncut and with staples. The device was tested for functionality with the returned washer. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was noted to be complete. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. As the instructions for use state, "rotate the ancillary trocar 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft." The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device did not work any more. There were no pt consequences reported.